Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 5.6 inr, 2.3 inr, and 2.3 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.